Event description:
Unomedical reference number (B)(4) event occurred in finland it was reported that patient faced infusion set cannula bent event on 05-jun-2024. The patient was hospitalized on the same day because the blood glucose level was 8.1 - 21 mmol/l with the presence of ketons. Therefore the patient was treated with IV, saline and insulin fluids. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.